Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
A review of the recipient's test data indicates impedance issues; despite the device testing within normal limits. Advanced bionics is in the process of gathering more information. Once additional information is received a supplemental report will be submitted.